Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed due to a lack of a sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to report a check patient line alarm in fill 1 on the home choice (hc). The home patient (hp) stated he forgot to open the patient clamp during the priming and now he thought he had a lot of air inside of him. The patient line had a lot of air bubbles in it. The hp stated he needed to end therapy to start over with new supplies. The tsr assisted the hp to end therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2010 regarding the alarm. The hp stated that he forgot to open the clamp. He did indicate that his supplies were fine, however, he discarded the supplies and started over with new ones. The hp does not recall the lot number. There was no patient injury or medical intervention associated with this event.